Event description:
It was reported that the patient was referred for replacement surgery. The referral order information sheet's diagnosis stated "mechanical complication of nervous system device". No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery due to battery depletion. During attempts at product return, it was revealed that the explanting facility discards all explanted devices.